Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with ceftazidime (1g, intravenous, frequency and duration were not reported) and cefazolin (1g, intravenous, frequency and duration were not reported) for peritonitis. Six days after the event onset, the patient was treated with vancomycin (route, dose, frequency and duration not reported for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
B5: it was reported that the patient was performing hemodialysis prior to peritonitis diagnosis. Should additional relevant information become available, a supplemental report will be submitted.